Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2009 due to vaginal pain and mesh exposure. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to vaginal pain. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh, align to and avaulta plus were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2007 to treat stress urinary incontinence and dyspareunia with concurrent cystoscopy. No additional information was provided.